Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported downstream occlusion messages. Downstream occlusion alarms were confirmed through a review of the event history log but were not reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventative maintenance procedure with the unit passing. No related malfunction could be identified.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.